Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to a regional repair center associated with olympus for inspection and repair. A root cause could not be identified. Based on the results of the inspection it is likely the following led to the malfunction: device was not reprocessed/washed adequately, and residue remained in the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.